Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately 2mm distal to the distal end of the proximal marker band and extending approximately 10mm distally across the balloon material. A visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint event. A visual and tactile examination of the device identified a kink on the shaft of the device located approximately 15mm proximal to the guidewire port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09feb2018. It was reported that the balloon failed to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that liquid observed to be leaking from a balloon longitudinal tear.